Event description:
It was reported that the catheter had a micro-tear. Per the reporter, there was a side wall tear near the connector pin and a cut in between the primary and secondary anchors of the distal section. The patient experienced a cfs leak and fluid collection at the spinal wound site. A revision was done and per the reporter was successful. It was noted that the affected pieces were cut out and replaced with new catheter pieces. The patient was reported to be doing "good"; receiving effective therapy. Initially the dose at 350mcg's caused nausea but the pump was turned down to 250cmg and the patient was doing "great". The pump was used to deliver morphine.

Manufacturer narrative:
Catheter: model # 8709sc, lot # n300410005, implanted on: (B)(6) 2011, explanted on: unknown catheter: model # 8596sc, lot # n3 09458005, implanted on: (B)(6) 2011, explanted on: unknown. (B)(4).

Event description:
Additional information: it was reported that the patient was not reaching efficacy before the revision. The cut between the anchors may have been caused when closing the patient at implant, "maybe the resident snagged it somehow." Additional information has been requested, but was not available as of the date of this report.

Manufacturer narrative:
(B)(4).